Manufacturer narrative:
On 12/2/2020, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. (B)(4). Facility information: (B)(6). Note: the saline leaked into the patient, however, the patient did not experience any adverse event during removal. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a breast augmentation primary with an mentor smooth round spectrum 425cc and suffered from a bilateral deflation. As a result, the patient had undergone removal and replacement with mentor smooth round spectrum 475cc on (B)(6) 2020. This medwatch is for the right breast implant.

Manufacturer narrative:
On 9/22/2020, a manufacturing record evaluation was performed for the finished device 7316590 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).